Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they passed out during class. Customer's blood glucose meter reading was low. Customer stated that was due to the auto mode feature was not active. Customer declined to troubleshoot for low blood glucose. Customer did not had to seek medical attention. The device will not be returned for analysis.